Manufacturer narrative:
Device passed displacement test and active current measurement. However, device received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received an replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alarm. The customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. Customer also stated that the second occurrence of replace battery alarm without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.